Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and tvto was implanted. It was reported that following insertion the patient experienced recurrent urinary tract infection, bladder spasm and urinary frequency. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy and internal mccall¿s culdoplasty.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2007 by dr. (B)(6) due to vaginal mesh erosion, vaginal vault prolapse and pelvic pain.